Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the proximal section of the stent was damaged with stent struts lifted and distorted. Undamaged distal section of the stent profile od (outer diameter) was measured and was found to be within the maximum crimped stent profile specification. The bumper tip of the device showed no signs of damaged. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element " drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.